Manufacturer narrative:
During follow-up, the patient reported she saw no defect or malfunction with the f12 catheter.

Event description:
Intermittent catheter patient (user) reported she had a urinary tract infection (uti) while using the f12 catheter. During follow-up, the patient reported she was prescribed an antibiotic by her doctor, took the full course, and recovered fully.